Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege as a result of the implantation with the asr hip implants, patient suffered from synovitis; inflammation; mechanical symptoms and complications, hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; the need for further revision surgery and other medical treatment; physical pain; disfigurement, mental anguish, anxiety, embarrassment, humiliation and loss of lifes pleasures and loss of earnings and earning capacity. After the right asr hip implant was explanted patient suffered acute blood loss anemia. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Pt was revised. The reason for revision was not provided.